Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. It was reported that the device stopped working during the procedure. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed two dissimilar and one similar complaint for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the customer's vapr 3 foot pedal stopped working during a shoulder procedure. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device was discarded.